Event description:
The facility reported an intermate in which the tubing separated from the distal luer before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The customer was not certain of the catalog number of this device, but it was either 2c1732k or 2c1744k. The product code, common device name, and 510(k) number provided in this medwatch report correspond to both of those product codes. The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device was discarded and is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should any additional information become available, a follow-up report will be submitted.